Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a tego¿ connector where the customer reported that the home patient detected that the strip to protect the catheter was soiled by blood. The patient went to the hospital to have a checkup and the doctor observed a blood leak of the tego valve. Disinfectant (chlorexidin alcoholic 0.5% with coloration.) Was used on the valve. The customer stated that the valve was inserted the morning of (B)(6) 2024 and was removed the same day in the afternoon. There was patient involvement, but there was no undesirable clinical consequences and no delay in therapy. There was no blood loss considered clinically significant. The patient's condition after the incident returned to its initial state.